Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, bronchitis, vaginitis, vulvovaginitis, dysplasia, leiomyoma nos and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("stabbing abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported: 2014, now in current pfs, ate of insertion was (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: as per pfs: total bilateral occlusion. As per mr: complete bilateral tubal occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs & mr received. Case was upgraded to incident due to specific events. Date of insertion was updated. Date of removal was added. Patient's demographics were added. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pelvic pain, abdominal pain,fatigue, perforation (uterus), weight gain. Updated outcome of events to recovered/ resolved from unknown. Medical history, concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.